Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation. Evaluation confirmed and identified disassembled and/or missing components for (B)(4) devices. One device has an ongoing investigation, for which a supplemental will be completed once the investigation has concluded. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 27 </noe> malfunction events, in which the device disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received by the manufacturer. No investigation was able to be completed; the device was scrapped by the manufacturer. This is known to occur due to cracked housing. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes "27" malfunction events, in which the device disassembled. There was no patient involvement; no patient impact.